Event description:
It was reported that stent moved on balloon occurred, requiring placement of another stent. The over than 80% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. The patient presented with bilateral common iliac artery (cia) disease, underwent a procedure using bilateral femoral access. Two 10.0x60x75cm express ld stents were placed in the ostium of the common iliac artery. During the insertion on the right side, the physician encountered resistance. Under angiography, the stent was still on the catheter, so the stent was inflated simultaneously. However, it was noted that only the top half of the stent was expanded, while the bottom part remained unexpanded. The balloon was removed, and a new balloon was advanced to inflate the unexpanded part but was unsuccessful. The physician lost wire access and had to come contralateral side with a new wire but was unable to get true lumen through the stent. Subsequently, the physician placed another wire beside the stent, crushed it against the artery wall, and placed another express ld over it to lock it in place. As per physician's opinion, the stent may have partially slid off the balloon during the procedure. The procedure was completed successfully. No patient complications were reported.